Event description:
A medtronic rep reported that during cleaning bone was stiff inside 5.5mm tap. Tried to clean with guide wire and guide wire got stuck. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
No pt was involved in this concern. The initial report was received on (B)(6) 2011 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(6) 2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device manufacture date was unk at the time of this retrospective report. The device malfunction was confirmed and directly related to the reported event. The guide wire was stuck within the tap and unable to be removed. No other issues were found with the instrument. A replacement part was sent to the site and the issue was resolved.